Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have experienced a red dry rash starting around the stoma. The rash has been spreading and has now gone beyond the appliance. It is now on the abdomen, back and also in the area on the opposite side of the abdomen, where there was a previous stoma. The end user states that the itching is worse at night and that sometimes it feels like pins and needles. The end user has tried using an ostomy powder with protective barrier wipes and bathing in warm water with baby oil. The end user will follow up with his doctor. The patients subsequent outcome was not noted.